Event description:
Patient reported that his pump, with serial number (B)(6), faced repeated malfunction alarms with codes 12-0x2071 occurring last week and additional occurrences on october 29 and 30. There was no reported impact to the customer¿s blood glucose level. Technical support guided him through resetting past the error code, and further actions or outcomes in response to the recurring issue were not specified.